Manufacturer narrative:
(B)(6): the device reported, list # 55238 is an abbott product that is marketed internationally which is the same or similar to a device, list # 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Same case as 1527460-2010-00203. The complainant reported an under-delivery. The intended amount was 360 ml at a rate of 65 ml/hr over a time frame of 5 hrs. However, the actual amount delivered was 60 ml via measurement of graduated baby bottle. Info received on (B)(6), 2010, indicated a new feeding set was used at the time of the event.